Event description:
It was reported that the motor device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the hose was damaged by the muffler and the locking mechanism would not secure the cutter. Therefore, the pre-test could not be completed. It was determined that hose damage was indicative of pulling on the hose instead of the muffler to disconnect it from the foot control device. The assignable root cause was determined to be due to component damage from misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.